Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend of the right ventricular pacing lead was variable, and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately seven weeks post implant that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and short v-v. There was also variability in the lead impedances and a high number of sic (sensing integrity counter) each day since implant. Programming changes were made for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.